Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user¿s grandmother called reporting that the ilet was in "bg run mode" after replacing the dexcom g7 continuous glucose monitor (cgm) sensor. Despite multiple attempts to enter the four-digit pairing code, the sensor menu showed ¿start sensor,¿ and the ilet displayed a ¿replace sensor¿ alert. The user¿s blood glucose (bg) had been as high as 600 mg/dl but had come down to190 mg/dl. The user took backup insulin and stayed hydrated. The agent provided the cgm replacement contact number. The highest blood glucose (bg) recorded was 600 mg/dl. Bg was corrected through backup therapy and hydration. No symptoms were reported, and no medical intervention was required at the time of call.